Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they had an arm 1 error that required a system restart. The customer was not in the room when the issue occurred and the operating room (or) staff power cycled the system before noting the error code number. The system was not connected to onsite, so the tse was unable to review the system logs. The customer advised the surgeon was moving forward using arms 2, 3, and 4. The field service engineer (fse) was to follow up. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the axes controller platform (acp) board #4 and #5, and two fiber optic cables located on patient side cart (psc) in order to resolve the customer reported problems. The system was tested and verified as ready for use. Isi did receive the products involved with this complaint to perform failure analysis. The acp 4 board was analyzed and the reported problem was not confirmed and not replicated. A review of the system logs found no data indicating that the fault occurred in the field with this acp unit. Visual inspection revealed no issues that could be related to the reported event. This acp board unit was returned together with another acp unit 5. The unit was installed and tested on the final test is4000 gold system, where it functioned as expected. The acp board successfully completed 12 power cycles without any startup issues, errors, or failures. The unit remained on the system overnight, idling in normal mode with no issues observed. In addition, the unit underwent in-process correction and passed all tests. Furthermore, the acp5 board was analyzed and the reported failure was confirmed but could not be replicated. A review of system logs showed similar error entries, suggesting that the fault did occur in the field. Visual inspection revealed no anomalies related to the reported issue. The acp was installed in the golden system, where no related errors occurred, and the reported event could not be replicated. The golden system was then subjected to multiple tests, including a video test, a 10-minute sine cycle, 10 power cycles, and one hour of idle operation. After testing, the system error logs were reviewed, and no source of the fault was identified. The affected fiber optic cables involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed by the field evaluation, but not replicated by failure analysis, which indicates that the device may have contributed to the customer reported issue. The potential root cause for this failure can be attributed to intermittent communication and power anomalies on acp4 board and/or transient electrical issues from fiber optic cables connected on psc. The system issues were resolved by replacing the acp4 and acp5 boards, and two fiber optic cables.